Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Daughter states for her mom that she is having issues with her shower chair. She says that the two back legs and the left front keep bowing away from the chair. She reports that this is the third chair her mother as had and all have had the same issue. MDR filed.